Event description:
(B)(4). Started taking the pill at age 18. My dr was always concerned about my high cholesterol with taking it. I could get as high as 250. At about age 37, he started saying I need to get off the pill. I ignored him. All was fine. No cramps. Knew when my period would be. Then at age 39, he said he's prescribing me no more pills and I must get another form of birth control. I begged him for just a few months to get things in order/ take time off work for this so called "essure " procedure he was suggesting but does not do since he was retiring soon. I didn't feel it was fair to ask hubby to get a vasectomy as he wanted children and I didn't. Plus he is a much worse patient than me! I called my sister's dr in (B)(6) who is one of the best to discuss having this done. I figured if I'm doing it I want the best and trust his opinion. He showed me the product, explained how it worked and how there was little to no down time which is great. I asked to be sedated as I'm a bad patient with little pain tolerance. He said it would cost more but yes. He explained there were fibers in the coils that would cause irritation and that would cause scar tissue to build. He said if this product did not work or had issues a hysterectomy would result. I figured that was a rare chance. I had him do an exam just to see what he was working with. He told me I had a tilted uterus. I have since learned essure should not be inserted with people with that. So (B)(6) 2009 I had the essure procedure done in a hospital setting in an or. I had a little cramping upon waking and some bleeding. I had taken the next day, friday off so I had a few days to recoup. I ended up taking the next monday and tuesday also. I just felt uncomfortable and crampy. A little nauseated. We were on a bowling league that winter. I took the next saturday off and the next and finally didn't go back as I just didn't feel comfortable lifting the heavy ball over and over. I figured all was going well and about 6 weeks into having essure as I was sitting in a chair and twisted a bit I had horrible pain. Felt like I got stabbed. I didn't know what it was and figured maybe just some scar tissue was torn or something. Maybe it was a tube spasming. I don't know. They wanted to do an hsg test three months later to see if I was blocked. I didn't want to go through it twice, so I waited until (B)(6). He gave me a valium and a cervix softener for the procedure. I was worried the valium would not relax me but he assured me it would. Not at all. It was painful and horrible. I wanted my sister in there to hold my hand and they would not let me. They asked if a rep could come in and I said yes as I needed a hand to hold. He said everything was blocked. From that day I never gave essure another thought. I figured all was well. I can't put a time frame on most of these symptoms as they were ever changing and random. I began to get night sweats. I would wake up soaking wet. Or the next day my hair I'd straightened the day before would be all curly like I'd sweated all night. I figured I was just having some perimenopause. Another symptom in the middle of the night was I'd wake up feeling really nauseated. I am not one to throw up. It's been since I was around 23 years old since I've thrown up. I'd run to the bathroom. Rip my shirt off. Grab a wet towel and lay on the cool tile. I would get very pale and very sick but never throw up. Maybe a normal person would but I just don't. I didn't know what this was. There was no pattern. But it was awful. Other times I'd wake up itching. A maddening itch on my shoulders. It was always while sleeping also. I'd look and see no rash. It was coming from the inside out. The more I itched the worse it got. I'd have to apply hydrocortisone cream and cold packs. This happened a lot. I had no idea why this was happening. Closer to the end of this journey, I had it actually itch on my neck and my face. The middle of the night nausea got better but still happened occasionally. In (B)(6) 2009, the month after I went off the pill, my monthly pms migraines increased to way more often. Days at a time. With lots of nausea. Lots of light sensitivity. Some months I'd have up to 15-20 headaches. One bout lasted 20 days. I tried botox to help. Sometimes it would help. I tried testosterone pellets. Sometimes they'd help. Other times not. I switched from imitrex to fioricet to maxalt. I'd take fioricet if I'd have a mild migraine. Maxalt for the normal awful ones. I tracked these for years. No pattern. Pms seemed to always bring one but other times I'd just get one. Pure misery. My pills cost (B)(6) a pill for many years. Finally maxalt went generic which was a huge savings. But my eyes got so sensitive to light. I'd wear sunglasses driving home at night. And anything slightly glaring was just torture. And led lights were really bad. And during a migraine or one coming on my hands would get hyper sensitive. Even warm water hurt my hands. I'm still very light sensitive. I started getting acupuncture to see if that would help. And monthly massages. My neck started aching. It would drive me nuts and turn into a migraine. I got weekly chiro adjustments for years to try to help with the pain. It was costing a lot of money just to feel better. I cut my hours at work as I just could not handle the pain at the end of the day. I'd just hurt all over. 2013 came and my mood just went south. I felt something was wrong or off. One day in the shower, I felt I was about to have a nervous breakdown. I could not stop crying and just felt I had no more energy or will to live. I just felt done. I didn't know what to do or how to feel better. The chronic pain just was getting to me. And fatigue. Just could not get enough sleep. 2014 I'm just barely able to exercise. I'd try and just be exhausted. I had my first sprain in (B)(6). Never sprained anything before and though it didn't really hurt I sprained my ankle. That fall I sprained my knee. Recovery took forever. It got worse before it got better. I saw a womens group health and explained every symptom. Blood work seemed normal except low vitamin d and she suggested topmax so help migraines. Two pills later and feeling really weird I stopped. I then saw a neurologist. Named every symptom. Told him all I tried. Told him I ache all over and have a lot of fibromyalgia symptoms. He said try topamax and less caffeine. I'd tried both! I felt he was a waste of my time and money. (B)(6) out of pocket. I wrote him and told him he missed it. And educated him on essure. In fact I called every dr I'd see to let them know. I wanted to exercise to get energy but just getting though work was a struggle. I was wearing a knee brace and in a lot of pain. One day I looked in the mirror and a bruise had appeared out of nowhere across my nose. And this was right around the time I started having a low grade fever. It's was on and off and once lasted 5 days. Then there was my belly. I stayed the same weight give or take ten lbs but the bloating was getting horrible. My acupuncturist suggested food sensitivity testing to see what might be a cause. I got results and avoided all sensitive foods. No change. My chiropractor treated me for parasites, leaky gut syndrome. No relief. Then my memory really started getting off. I have an incredible memory. But things were just off. Short term was a mess. I was messing up appointments at work and just wasn't the same. Pretty scary as my mother did from alzheimer's complications. I just felt in a fog. Summer of 2014 and my lower back started aching. About 2/3 weeks out of the month. Pms time would bring pain and period time became dreadful for pain. I've never had back labor or any labor but I'm sure it was in the ballpark of early back labor. It became a miserable time. Half of my life. I decided I'm done with periods and I'm going to try to get an ablation. Friends were doing it and liking results. I wasn't bleeding horribly heavy but just done with this all after 32 years. Had the ultrasound and dr wanted a biopsy. Being afraid of that saved me. She said I had to be awake and had to get it in order to get an ablation. My gut said do some research. Thank you gut! I read enough to scare me out of it. Perforating into bowels? No thanks. And with a tilted and twisted uterus I can't see how it would go well. I never followed through. Thank god. As ablation (novasure) should not be done with essure as the coils slightly trail into your uterus. Again, why are these dr's not educated on this? Kind of important. I had two friends get essure. I said mine was fine go for it. About six months after one friend had hers she said she was reading online a bout essure side effects. She said you might want to read about it since you have migraines so bad. So I found a group called essure problems. With 14,000 plus women in this group. And it all made sense. These women were having my same symptoms!! I read for days. Then I thought next monday when I see my chiropractor I'm going to ask to see my x-rays. Maybe I can see my coils. No joke, he has a huge computer screen and pulled this picture up weekly right next to me. This is how much I trusted essure. I even told him during x-rays to not worry about any metal in the x-ray as they were my coils. So I guess he didn't. But one look at them and I knew I was in trouble. How did we both miss this for 5 years???? One coil was totally out of place and looked to be in my uterus. The other looked in place but kinked into a v shape. I knew it was hysterectomy time. I said can I see my x-rays from 5 years ago when I first came in? Mind you, this was one year after ensure. Same coil not in place. The other looked ok. So for 5 years I had a coil in my uterus???? How did I not get pregnant?? I went to my car and cried. I cried because I was mad I missed this. I cried because I knew I'd need a hysterectomy. I cried because when I don't work I don't get paid and I wanted this out asap. I had to put a halt my home remodel project and wonder how I'd pay my trip I'd booked for my nieces wedding. And I cried out of relief because I didn't get pregnant after age 40. And I cried because I finally had an answer. The essure problems page is full of wonderful, supportive women going through some kind of essure issue. Some are post op, some are miserable, some are brand new and looking for info. And some are wise and healing from all of this. Then the admins are there. Working tirelessly to fight the makers of this. Bayer. And researching and finding flaws with the test study. Want a test study? That's us. All 17,500 at the last count since the 14,000 in january. We are the guinea pigs. We are the ones suffering and not getting heard while the dr's make money off of us implanting and treating our side effects and then making the big money with hysterectomy. It's not working bayer! They claim they're hormone free? The pet fibers are made from the same plastic in soda and water bottles. Try leaving a water bottle outside in 98 degrees for a couple days then take a sip. That nasty plastic taste is the chemicals in the plastic. Chemicals that mimick and mess up your hormone balance which is why you should never drink bottled water stored above room temp or that has been frozen and thawed. Heating and freezing leeches the chemicals out of the plastic, wreaking havoc on the human body. And these same chemicals are used in essure, which is stored inside the human body that is constantly near 100 degrees, pulling the chemicals and toxins out that cause hormonal imbalances, autoimmune conditions, etc. The chronic inflammation they are "designed" to cause not only causes your tubes to plug up, it causes system chronic inflammation that screws up your immune system, causes issues like leaky gut syndrome, hashimoto's thyroiditis, gluten, dairy, egg and other food sensitivities, etc. They lied about and covered up participants true pain and symptoms, changed some of the ages because some people were too young to use for the trial, ignored nickel allergies. In fact, I don't know of anyone in the group that was tested for or asked about a nickel allergy! Luckily some good dr's understand now how bad these are and we have a list of good dr's to help with safe removal. I found my dr and went in fully armed with x-ray pics, bloodwork, and ready for an exit plan. He even sedated me for a biopsy. On (B)(6) 2015 I had a full unnecessary hysterectomy. I left one ovary for some hormones and had it all taken out. It was contaminated by essure anyway and I wanted to get that poison out of my body. I lost 6 weeks of work with no pay. Huge financial burden right at tax time. I've lost clients. And my lady parts. Which, honestly is fine now that I'm used to it as I never used them anyway and was tired of the monthly ordeal. All I want now is bayer to take this product off the market. It's poison. It's killed 5 people that we know of. In our group around 700 babies have been born. High risk. People are sick. Women have rashes from the nickel in the product no one told us about. Women have huge bellies from this inflammation. Some have anxiety and pain so bad they can hardly function. Many have developed autoimmune diseases since essure. I'm hoping I have no long term effects. But I just don't know. Joint pain has people unable to work. Yet it's still being toted as the "easy tubal". In fact, to get an old fashioned tubal as they call it, you have to beg. Or change dr's. Or some get tricked into essure. They wake up with it. Some find out later that if they didn't go in right more were shoved in. I've seen x-rays with 4/5 coils! I am still having some pain from the surgery and still fatigued. But things are looking up. My holistic dr said I have 3 times the amount of a product called xylene in my system. I am not around this type chemical. It could be essure related. I am also still very bloated.